Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "the axillary control identified some lymph node formations with normal ultrasound characteristics and other lymph nodes with silicone content".

Event description:
Healthcare professional reported "left side: rupture" and "the left prosthesis has periprosthetic silicone content, findings suggestive of extracapsular rupture," and ¿the axillary control identified some lymph node formations with normal ultrasound characteristics and other lymph nodes with silicone content." The device remains implanted.